Event description:
It was reported by a customer in france that, after turning on the ht70 ventilator, the "alarm silence/reset" light emitting diode (led) remained illuminated. The down arrow and the cancel buttons were also found to be unresponsive. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the membrane to resolve this issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference # (B)(4).